Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on (B)(6) 2020; and a barbed suture was used. During the fascial closure by continuous suturing, the fixation tab broke when putting the first stitch during fixation of the tab. There were no adverse patient consequences reported. No additional information was provided.